Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted. Probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.

Manufacturer narrative:
An ocd field engineer called the customer and provided phone assistance. During phone assisted troubleshooting the customer discovered that one of the waste bottle connecters was not completely seated. The customer reseated the waste bottle connectors and performed qc without any issues. The fe went on site to verify proper operation of instrument. Instrument is operating as expected. No repairs needed. Complaint: (B)(4).